Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately low. Senior medical affairs specialist spoke with the pt in 2004 to obtain additional info. The pt reported that they had obtained a 174 mg/dl in the morning and taken their set 30 units of novolin n insulin. They reported eating a lot of protein prior to testing in the afternoon. They tested and obtained a 55 mg/dl and started drinking orange juice. They started feeling disoriented and the emergency medical technician was called once the symptoms began to worsen. They were not tested or treated by the paramedics. Once they arrived at the hospital they reported feeling fine. A result of 259 mg/dl was obtained on the hospital meter. No treatment was administered and they were released within 3 to 4 hours. The pt did not have any quality control supplies to perform troubleshooting. The customer service representative confirmed that the test strips were within expiration date and were stored properly. The pt incorrectly treated themselves based on the low blood glucose reading and developed symptoms and tested at 259 mg/dl at the e.r. Hence, there is not enough info to suggest that the pt suffered a serious injury due to the meter. Pt's meter and supplies were replaced.